Event description:
Event description guidant received info that this implantable cardioverter difibrillator (ICD) exhibited oversensing with pacing inhibition. Guidant received additional info that the noise and pacing inhibition continues to be present. Lead measurements remain normal.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing with pacing inhibition.